Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). Section: warnings, cautions & precautions: to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers. Impella cp with smartassist system section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a female with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported after testing, the patient had experienced a stroke as well as a cerebral infarction. The patient also had internal bleeding issues. Systemic heparin was stopped. Additionally, it was noted that several days later the patient's right finger and foot were black and the right upper and lower extremities were pulseless and necrotic. The patient was made do not resuscitate. Additional information noted the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.